Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, received the log files and confirmed alarm 271 "o2 supply fail, no o2 dosing possible" and alarm 151 "o2 concentration low". The customer was advised to calibrate at 2 point, run on 100% for at least 20 min., and if alarm occurs replace the sensor. At this time no root cause has been determined yet because the investigation is still on going.

Event description:
The customer reported that bellavista 1000e is getting o2 supply error messages while on a patient.the sensor was disabled but same alarm persists. Logs confirmed 271 and 151 last 2 point cal 9/14. The customer confirmed that there was no patient harm associated from this reported event.

Manufacturer narrative:
Result of investigation: the root cause of the issue was determined as a user fault. Logs shows that last 4 alarm 271 was due to oxygen supply drop down to 0 bar, no dosing related alarms are visible on logs. After performing a 2p cal on (B)(6) 2021 next cal was performed on (B)(6) 2021, still no fio2 related alarms are visible on logs in between this time frame. Couple of times oxygen cell calibration ended up with 1p as the calibration performed right after start up.